Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging his one touch ultra 2 meter was displaying an ¿error 2¿ message. Per the owner¿s booklet, an error 2 could be caused either by a used test strip or there is a problem with the meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient does not recall when the alleged issue began. The patient manages his diabetes with insulin (humalog, 10 units) and stated that he continued with his usual diabetes management routine in response to the alleged issue. The patient claimed, at an unspecified time after the alleged issue occurred, he developed symptoms of ¿high sugar¿. On (B)(6)2014 at 9:00 a. M., the patient treated himself with 20 units of humalog insulin. At the time of troubleshooting, the customer care advocate (cca) documented that this was the first time the patient used the subject meter, and there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.